Manufacturer narrative:
(B) (4).

Event description:
The patient was shocked against a low impedance horse fence charger. Afterward, the patient was unable to charge the implantable neurostimulator past halfway. The device was off when charged. There was good coupling between the recharger and the neurostimulator. Ten days later, the patient was seen in clinic. She claimed to have charged for 5 hours. Recharge statistics revealed that for the last 6 recharges, the typical duration was 1 hour every 9 days with an average of 5 coupling bars. The patient did not feel warmth in the pocket, so over temperature and automatic shutoff of the recharger did not seem likely. Technical services and the field representative discussed that the recharger turns off if communication with the neurostimulator is lost. Impedances were normal. The device was superficial and maximum recharge coupling was confirmed. The device was reprogrammed to provide optimal coverage of painful areas. The next day the patient reported that program #3 was lost. The patient felt stimulation in her neck when therapy amplitude was at 0 volts on program 1, 2, and 4. It was later reported that the patient was unable to adjust program #3 to 0 volts. She was able to adjust stimulation on the other programs. The field representative was able to adjust stimulation with the physician programmer. Program 3 was deleted and re-entered. The patient programmer appeared to be working fine. The patient stated that sometimes when she pushes a key, the device didn't respond correctly. The patient recharged daily for 1 hour x5 days and everything seemed to be working well. The patient had not had any problems since then.